Event description:
It was reported that a fracture was confirmed through x-ray on this right atrial lead. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.